Manufacturer narrative:
Conclusion: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white to white and interior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the suleus. This method of sizing based upon white to white and interior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated, that the surgeon inserted a icl (implantable collamer lens model icm 12.5v4mm in 2007 and explanted the lens the following month, due to an excessive vault of the lens in the patient's eye creating a high iop. A shorter icm115v4mm was inserted. An iridectomy was performed also.